Manufacturer narrative:
Date sent to FDA: 9/16/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient was diagnosed with a recurrent hernia and revision surgery was recommended. It was reported that the patient experienced severe pain, hernia recurrence, nausea, vomiting, diarrhea, chills, inflammation, loss of appetite, weight loss, stress and anxiety.